Manufacturer narrative:
(B)(4).

Event description:
It was reported via the customer " iab placed. Received helium loss alarm almost immediately. No blood noted in tubing. Echo done and nothing noted. Continued helium loss alarms so console was switched and again almost immediately received a helium loss alarm. Repeat echo done and "the aorta was filled with air". Information received subsequent to the initial report from a person at the health care facility is that the patient is deceased please see associated MDR# 3010532612-2024-01107 & 3010532612-2024-01108.

Manufacturer narrative:
(B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 12/18/2024 should be retracted.

Event description:
It was reported via the customer " iab placed. Received helium loss alarm almost immediately. No blood noted in tubing. Echo done and nothing noted. Continued helium loss alarms so console was switched and again almost immediately received a helium loss alarm. Repeat echo done and "the aorta was filled with air". Information received subsequent to the initial report from a person at the health care facility is that the patient is deceased. Please see associated MDR# 3010532612-2024-01107 & 3010532612-2024-01108.